Event description:
During a t11 balloon kyphoplasty procedure on an older female pt, a bone biopsy was performed. The physician reported that the handle of the bone biopsy device broke off when he was attempting to extract the biopsy device from the pt. The physician reported that he had difficulty removing the biopsy device through the cannula, but was able to remove the biopsy device and the cannula together. The physician reported that there were no adverse consequences to the pt from the event.

Manufacturer narrative:
Device was not returned for eval; no conclusion can be drawn.